Event description:
The customer received a discrepant result for one patient sample tested for ion selective electrode (ise) sodium. The initial result was 128 mmol/l and reported outside of the laboratory. The customer noted the inconsistency of having a low sodium result combined with a high chloride result on a sample, so they retested the sample on another modular system on (B)(6) 2011 and it resulted as 139 mmol/l. The repeat result was considered to be correct and a corrected patient report was issued. The patient was not adversely affected by the event. The customer did not provide the sodium electrode lot number or expiration date. The field service representative determined the cause to be a pin hole in the is tubing going to the is nozzle on ise2. He replaced the tubing on the is and dil nozzles and cleaned ise2. Performance tests were within specifications.